Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately four months post implantation, the patient experienced an hcva and subsequently expired. The patient had reportedly called her husband to their bedroom for assistance and he found have his wife limp and unresponsive. He called 911 to transport her to the emergency department where the patient was evaluated and decision was made to change her status to do not resuscitate (dnr). No autopsy was performed and the death certificate was not made available for analysis.

Manufacturer narrative:
The device is used for treatment not diagnosis. The lvad pump was not returned for evaluation; the device remains implanted post-mortem. There is no evidence to suggest that the root cause of this complaint relates to a device malfunction. Applicable risk documentation and experience with events of similar circumstances were considered; bleeding, stroke, and neurological dysfunction have been identified as serious adverse events that may be associated with use of the heartware system as outlined in the instructions for use. Factors which may have contributed to stroke in this patient include pre-existing comorbidities of diabetes mellitus, previous transient ischemic attack (tia), post-operative renal failure and inr above recommended range. The most probable root cause of the patient death is the reported frontal, parietal hemorrhage and possible trace parietal region subarachnoid hemorrhage. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death, stroke, and neurological dysfunction are known potential clinical adverse event associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the hvad system, the implant procedure, or concomitant therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.